Event description:
Follow up discussions with the hosp determined that there was no medical intervention required to stabilize the pt's blood pressure. Hosp advised that they replaced this pump and observed the pt for 20 minutes after restarting the infusion. The pt stabilized in that time.

Event description:
The pump alarmed and stopped infusing with all four channels operating. Hosp advised that the message displayed was "all channels paused, charge rapid drop error". It took 20 minutes to stabilize the pt after blood pressure dropped.